Event description:
It was reported that the unit has stopped working. The device is broken down and not working. The event occurred during an unknown time. There was no reported patient harm, or delay. Due diligence is complete, no further information is available at this time. The device failed the test cut during evaluation.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. E1 phone: (B)(6). G2 foreign: czech republic. Review of the most recent repair record determined the unit failed the test cut as the unit was out of calibration at the left and right settings. The bearings were replaced and the unit was recalibrated to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The event is confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.